Event description:
The customer reported to olympus, that the colonovideoscope air/water channel was blocked. The device was sent to olympus for evaluation. During the device evaluation, the reportable issue of contamination in the air/water and auxiliary channels was found. The issue was found during maintenance service. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to foreign material being found in the device. Based on the results of the investigation, the foreign material was a white crystallized substance that was cloudy in appearance which could not be identified. It is likely the device could not be properly reprocessed due to leakage from the device. This issue is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series operation manual inspection of the endoscopic system: "nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Additionally, evaluation found air and water flow were insufficient due to blockage, air leak test failed, water removal ability did not meet the standard, the light cover lens was chipped, the adhesive on the light guide lens and optical cover glass was worn, the adhesive on the distal end was worn, the switch was worn, the switch did not function, and angulation was out of specification, olympus will continue to monitor the field performance of this device.